Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I result included a review of data and information provided by the customer, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A lot search and testing could not be performed since the complaint lot number is unknown. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitivity troponin-I assay, reagent lot unknown.the following sections have been corrected to reflect the current contact (B)(6).

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The second sample collected an hour later generated a normal result. The nurse questioned the results between the two samples. The customer repeated both samples and the results were both normal. The following data was provided: (B)(6) 2023: sample 1 (collected at 03aug2023 at 1003) initial result = 80 ng/l; repeat result = < 3 ng/l. Sample 2 (collected at 03aug2023 at 1103) initial result = < 3 ng/l; repeat result = < 3 ng/l. Per the alinity I stat high sensitivity troponin-I package insert, the diagnostic cutoff range for females = 14 ng/l, males = 35 ng/l, and overall population = 27 ng/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The second sample collected an hour later generated a normal result. The nurse questioned the results between the two samples. The customer repeated both samples and the results were both normal. The following data was provided: (B)(6) 2023 sample 1 (collected at (B)(6) 2023 at 1003) initial result = 80 ng/l; repeat result = < 3 ng/l. Sample 2 (collected at (B)(6) 2023 at 1103) initial result = < 3 ng/l; repeat result = < 3 ng/l. Per the alinity I stat high sensitivity troponin-I package insert, the diagnostic cutoff range for females = 14 ng/l, males = 35 ng/l, and overall population = 27 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.